Event description:
It was reported that during a coil embolization procedure of the brain, the subject device (guidewire) "...fractured inside the micro catheter (echelon 10) after..." The subject device had been twisted and turned multiple times (distal tip fracture). The physician had pre-shaped the distal tip of the subject device prior to use. The physician was able to remove both parts of the subject device with the microcatheter. The procedure was completed "...with another of the same device with no pt complications and the pt is fine."

Manufacturer narrative:
The device directions for use (dfu) warns users to: "observe all guidewire movement in the vessels using fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the distal guidewire tip; otherwise, guidewire damage, such as tip separation, and/or vessel trauma may occur. Always advance or withdraw the guidewire slowly and carefully."